Manufacturer narrative:
The reported event that cannulated screw asnis iii ø6.5x85mm tl20mm was alleged of issue allergic reaction could not be confirmed since the device was not returned for evaluation and no other evidences were provided. All materials which are used for implants (titanium or stainless steel) and for surgical instruments (stainless steel) are tested for biocompatibility. Therefore, no significant adverse local or systemic effects have to be expected. As requested by the physician, we have already shared the occurence rate of metal allergy in asnis series with him. Also, the astm (B)(4) material specification standard was checked and the details of the material specification is as follows: composition analysis: (B)(4). A review of the labeling did not indicate any abnormalities. Please note that the current IFU also includes material sensitivity, documented or suspected as one of the contraindications. The physician¿s education, training and professional judgment must be relied upon to choose the most appropriate device and treatment option. Stryker implants are single use devices intended for the temporary fixation, correction or stabilization of bones. Stryker implants include varying designs of internal fixation devices and auxiliaries manufactured from materials recognized and accepted for implantation into the body. These materials conform to astm and/or iso standards. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Please note that in order for the patient to be sure regarding the metal allergy, it is recommended that she should get the allergy testing done. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
After olif surgery using asnis iii against femoral neck fracture, the numeric value of the patient's globulin rose from 19% to 35%. There is a possibility of metal allergy, but the patient has no symptoms at all. The initial surgery was performed on (b))(6) 2017.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
After olif surgery using asnis iii against femoral neck fracture, the numeric value of the patient's globulin rose from 19% to 35%. There is a possibility of metal allergy, but the patient has no symptoms at all. The initial surgery was performed on (B)(6) 2017.